Event description:
It was reported while ablating with a bidirectional catheter in the rvot, a pop occurred that created a perforation. The pt had to go to surgery to have this repaired. Additional info: the pt was stable, but was transferred to the ICU with pneumonia. The hospital staff expected the pt to be discharged once the pneumonia resolved.

Manufacturer narrative:
Product was discharged by the cleaning crew of the facility/ not returned for investigation.